Event description:
It was reported that during an unknown procedure, with the first device, the reload dislodged causing problems cutting and stapling. With the second device, unable to remove without tearing if off tissue. The case was completed with a third like device. There was no patient consequence.